Event description:
It was reported that the paddles are damaged. The event occurred during clinical use, but there was reportedly no patient harm.

Event description:
It was reported that the paddles are damaged. The event occurred during clinical use, but there was reportedly no patient harm.

Manufacturer narrative:
Following the initial call, additional information was not provided and there has been no further documented action by the customer. It is unknown if the device was evaluated or repaired as no further information was made available. Philips is unable to rule out that a malfunction did not occur. As additional information is unavailable, a definitive cause for the alleged failure could not be determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No additional investigation is required at this time. H3 other text: device not returned.